Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed that the second electrode lifted with no internal exposed. In addition, good manufacturing evidence was observed around the electrode. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The noise issue could be related to the electrode damage; therefore, the customer complaint was confirmed. The potential cause of the lifted electrode could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified the second electrode lifted with no internal exposed. It was initially reported by the customer that during the case, after a few ablations in the left atrium, we noticed we lost distal signals - they became very artifactual. They replaced the cable but the issue was still there. They repositioned the catheter and the same issue. They replaced the catheter and the issue resolved. There was no patient consequence. The customer's reported noise issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 25-aug-2025, the bwi pal revealed that a visual inspection of the returned device found the second electrode lifted with no internal exposed. These findings were reviewed and assessed the issue as an MDR reportable malfunction since the integrity of the device has been compromised.